Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported detachment was able to be confirmed. A static image was reviewed by a clinical specialist. The reviewer concluded the following: in the image provided, kinking can clearly be seen at the distal end of the guide wire in the radiopaque section. The reported core separation cannot be confirmed as the image does not show the wire separation. It is noted that a separation was reported while torqueing the wire in a chronic total occlusion. The guide wire is kinked in two spots. The wire proximally to the kinks exhibits signs that it has been torqued substantially. The instructions for use state that the operator should not continue to torque the wire if the tip is not freely moving. It is not able to be determined from the image if the kinking occurred prior to or after the torque was applied. If the kink is result of the torqueing of the guide wire with the tip entrapped, a use error has occurred as instructions state that this is contraindicated. If the kinking occurred prior to the torque of the guide wire, the operator should have removed the kinked wire and replaced with an intact wire without kinking. The probable cause scenarios include torqueing an entrapped wire or torqueing a kinked wire. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during the procedure inadvertent mishandling and/or over torqueing of the device in the moderately tortuous, moderately calcified and totally occluded anatomy resulted in the reported detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a chronic total occlusion in the right superficial femoral artery with moderate tortuosity and moderate calcification. A high-torque command es guide wire was advanced to the lesion with no resistance. During the procedure, while torquing the guide wire within the occluded lesion, a core separation occurred. The site of the separation occurred at a point within the non abbott support catheter; therefore, the catheter was simply manually pinched to trap the wire and the catheter and wire were removed from the anatomy as a single unit. An additional non specified wire was used to successfully continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure.